Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). The sheath was leaking at the hemostatic valve during procedure. The wire and dilator were removed following this discovery and the leaking persisted. The device was then replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.